Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. It is unknown when this event occurred but was reported to have occurred in the medical surgery area. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: failure code 808:02 was confirmed in the device event history by baxter. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow-up report will be submitted if additional information becomes available.